Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has a mild z syndrome. The patient is two years post lens implant with a -2.00 result and symmetrical anterior vault after initially being not myopic. The patient was post central yag. The surgeon is evaluating treatment options. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Additional information: if follow-up, what type?, evaluation codes, additional MFR narrative. The lot number and serial of the lens was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. Based on the current information the root cause of the event could not be conclusively determined.